Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt), episode was similar to therapy provided a couple weeks prior. Device remains in service. No additional adverse patient effects were reported.